Event description:
On 2/28 an ercp was started. The papillotomy was done. An attempt to pass a guide wire after papillotomy was unsuccessful; elevator cable snapped. The procedure was terminated. On 3/3/97 the ercp was performed with a loaner scope; the stent was placed and the procedure was completed. The pt was discharged on 3/4 in good condition.